Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a protégé rx and spider fx was used to treat the left common iliac. Post procedure patient suffered acute multifocal embolic cerebrovascular accident. Patient developed left sided motor deficits with left arm and left leg weakness. This weakness was reversed when mean arterial pressure (map) was greater than 100. Levophed initiated to maintain this pressure. Deficits returned in the intensive care unit. Computed tomography angiography - head negative for intracerebral hemorrhage. Magnetic resonance imaging showed multiple acute infarcts involving both cerebellar and cerebral hemispheres suggestive for embolic etiology. Continued dual antiplatelet therapy. Patient recovered.